Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not getting on. Upon inspection, the fse found defect in the pca - fuse and high voltage signal interface board, transformer, isolation, for control power supply and pca - supplement power supply board. The cause for the issue was power fluctuation from the hospital side. The fse replaced all the defective parts. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Ups power failures or outages may occur that can cause the azurion system to not boot up. Ups failure is considered as a localized power failure that is not caused by the device. Since the malfunction of an external ups power source would not be considered a device malfunction of the azurion system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not turning on. The issue was found outside of clinical use. No harm has been reported to philips.